Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +5.0 diopter into the patient's right eye (od) on (B)(6) 2019. The surgeon reports elevated iop, iridotomies found to not be opened. Iop initially exceeded 50mmhg after treatment with diamox. The patient is a steroid responder. Yag was performed on (B)(6) 2019, as one of the pi's was blocked, possibly due to iris pigmentation membrane or "just not open enough." Pressure went down but still "no good." No additional information currently available. The lens currently remains implanted.